Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026 with leakage occurring at the infusion site and the infusion set had been in use for four hours and the reported blood glucose level was elevated and the patient was treated with a correction bolus via pump.